Event description:
It was reported that when the patient presented at the clinic for a routine check-up, the lead was observed with high, out of range high voltage and pacing lead impedance. The lead was suspected to be fractured. Low r-wave sensing and increase in capture threshold were also noted. A result, the physician decided to turn off the pacing and tachycardia therapy as the patient does not need pacing. Further information stated that the patient decided not to replace the lead.

Manufacturer narrative:
(B)(4).